Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 4atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.